Manufacturer narrative:
Tracking #.46319. D5; h4: info not available, device not returned for analysis.

Event description:
It was reported the device was used during a hernia repair prcedure. It was reported by the affiliate that the device jammed. There was no pt consequence.